Manufacturer narrative:
Balt USA's reference number: (B)(4). To whom it may concern: on july 6, 2020, balt USA has been notified of an event regarding the use of a single optima coil. Details reported as follows: it was reported through an automated reporting system from active clinical study: "a serious adverse event was added: site ID#: (B)(4). Patient ID#: (B)(6). Year of birth: 1954. Adverse event form number#: (B)(4). Event description: patient deceased. Date of event onset: on (B)(6) 2020. Seriousness: led to a death. Relationship to optima coils system: empty. Relationship to procedure: empty. Relationship to a balt device: no, if yes, specify device: no, if yes, specify relationship: other relationship: no, if yes, specify: action: empty. Event status: death. Date of event resolution or death: on (B)(6) 2020. Created by: (B)(6). Date of creation: on (B)(6) 2020, 1:23 pm. Follow up provided (07/17/2020): 'the death occurred several months after the procedure with optima coils in another hospital not involved in the instant study that is why we have difficulties to collect the relationship to the study device. The hospital where the death occurred inform us that the report will be available after 10th of august ( due to holidays) and not before. The instant study site staff where the patient was enrolled ( french site in (B)(6) doesn't think that the event is linked to the optima but to be sure we need to wait for the death report (from the other hospital) sorry for that but we cannot do anything more for the moment.' A serious adverse event was updated: site ID#: (B)(4). Patient ID#: (B)(6). Year of birth: 1954. Adverse event form number#: (B)(4). Event description: pulmonary disease. Date of event onset: on (B)(6) 2020. Seriousness: led to a death. Relationship to optima coils system: not related. Relationship to procedure: not related. Relationship to a balt device: no. No, if yes, specify device: no, if yes, specify relationship: other relationship: no, if yes, specify: action: medication. Event status: death. Date of event resolution or death: on (B)(6) 2020. Updated by: (B)(6). An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Based on the provided information, root cause could not be definitively determined. Upon follow up with clinical site, it has been determined that the disease progression is not related to the optima coil system nor coiling procedure. The lot number was not provided therefore; a review of the lot history records could not be performed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported through an automated reporting system from active clinical study: "a serious adverse event was added: site ID#: (B)(4). Patient ID#: (B)(6). Year of birth: 1954. Adverse event form number: #: (B)(4). Event description: patient deceased. Date of event onset: on (B)(6) 2020. Seriousness: led to a death. Relationship to optima coils system: empty. Relationship to procedure: empty. Relationship to a balt device: no, if yes, specify device: no, if yes, specify relationship: other relationship: no, if yes, specify: action: empty. Event status: death. Date of event resolution or death: on (B)(6) 2020. Created by: (B)(6). Date of creation: on (B)(6) 2020, 1:23 pm. Follow up provided (07/17/2020): 'the death occurred several months after the procedure with optima coils in another hospital not involved in the instant study that is why we have difficulties to collect the relationship to the study device. The hospital where the death occurred inform us that the report will be available after 10th of august ( due to holidays) and not before. The instant study site staff where the patient was enrolled ( french site in (B)(6) doesn't think that the event is linked to the optima but to be sure we need to wait for the death report (from the other hospital) sorry for that but we cannot do anything more for the moment.' A serious adverse event was updated: site ID#: (B)(4). Patient ID#: (B)(6). Year of birth: 1954. Adverse event form number#: (B)(4). Event description: pulmonary disease. Date of event onset: on (B)(6) 2020. Seriousness: led to a death. Relationship to optima coils system: not related. Relationship to procedure: not related. Relationship to a balt device: no. No, if yes, specify device: no, if yes, specify relationship: other relationship: no, if yes, specify: action: medication. Event status: death. Date of event resolution or death: on (B)(6) 2020. Updated by: (B)(6).

Manufacturer narrative:
Balt USA's reference number: (B)(4). To whom it may concern: on (B)(6) 2020, balt USA has been notified of an event regarding the use of a single optima coil. Details reported as follows: it was reported through an automated reporting system from active clinical study: "a serious adverse event was added: site ID: #(B)(6). Patient ID: #(B)(6). Year of birth: (B)(6). Adverse event form number: #3. Event description: patient deceased. Date of event onset: (B)(6) 2020. Seriousness: led to a death relationship to optima coils system: --- empty -- relationship to procedure: --- empty -- relationship to a balt device: - if yes, specify device: - if yes, specify relationship: - other relationship: - if yes, specify: - action: --- empty -- event status: death date of event resolution or death: (B)(6) 2020. Created by: t.kerdraon date of creation: (B)(6) 2020 1:23 pm". Follow up on july 17, 2020 provided the following information from a balt representative in contact with hospital and clinical study: "the death occurred several months after the procedure with optima coils in another hospital not involved in the instant study that is why we have difficulties to collect the relationship to the study device. The hospital where the death occurred inform us that the report will be available after (B)(6) ( due to holidays )and not before. The instant study site staff where the patient was enrolled ( french site in bordeaux) doesn't think that the event is linked to the optima but to be sure we need to wait for the death report (from the other hospital). Sorry for that but we cannot do anything more for the moment." Balt USA is currently pending on additional information from the hospital to determine if the event has a relationship to the optima coil system or procedure. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. The lot number was not provided therefore; a review of the lot history records could not be performed.

Event description:
It was reported through an automated reporting system from active clinical study: "a serious adverse event was added: site ID: #(B)(6). Patient ID: #(B)(6). Year of birth: (B)(6). Adverse event form number: #3. Event description: patient deceased. Date of event onset: (B)(6) 2020. Seriousness: led to a death. Relationship to optima coils system: --- empty -- relationship to procedure: --- empty -- relationship to a balt device: - if yes, specify device: - if yes, specify relationship: - other relationship: - if yes, specify: - action: --- empty -- event status: death date of event resolution or death: (B)(6) 2020. Created by: t.kerdraon date of creation: 7/3/20 1:23 pm." Follow up on july 17, 2020 provided the following information from a balt representative in contact with hospital and clinical study: "the death occurred several months after the procedure with optima coils in another hospital not involved in the instant study that is why we have difficulties to collect the relationship to the study device. The hospital where the death occurred inform us that the report will be available after (B)(6) ( due to holidays )and not before. The instant study site staff where the patient was enrolled ( french site in bordeaux) doesn't think that the event is linked to the optima but to be sure we need to wait for the death report (from the other hospital). Sorry for that but we cannot do anything more for the moment."